Event description:
The product complaint report shows the customer alleged that the volume on the audible alarm was weak. The customer's bio-med technician replaced the alarm as a precaution. The unit passed its performance verification tests and was returned to service. This report is not an admission by MFR that this device caused or contributed to the event alleged in this report.